Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a nickel allergy that was exacerbated by the lifevest. The patient described the irritation as a red rash, almost like hives, covering her arms, legs and stomach. There was no alleged device malfunction. The patient visited the ER and was provided benadryl and steroid medicine. The patient reported that the irritation had "calmed down".